Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The cause of the reported alarm could not be determined.

Event description:
The hospital reported a system failure alarm that causes a loss of mechanical ventilation. There was no report of patient involvement.